Event description:
Upon trialing of attune ps femur, it was noticed that the patient's lateral femoral condyle had fractured. The fracture extended from the anterior lateral pin hole to the notch and through the condyle.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The instrument associated with this reported event was not returned for evaluation. Review of the device history records did not reveal any manufacturing deviations or anomalies. X-rays were not available for review. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. No additional information was obtained. The investigation could not draw any conclusions about the reported event without the instrument to examine and insufficient information. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.